Event description:
Pt with ovarian cancer who received intraperitoneal chemotherapy had intraperitoneal port placement (B)(6) 2008. Upon completion of chemotherapy treatments, intraperitoneal port was removed (B)(6) 2008. Pt later developed a wound with drainage at site of port incision. Which was a delayed foreign body reaction. CT scan of (B)(6) 2010 showed "a small defect in the left anterior abdominal wall..." A surgical procedure was performed (B)(6) 2010, which revealed what visually looked like an intraperitoneal cuff at the opening of the skin. (Amended 7/23/10 bo). Dates of use: (B)(6) 2008-(B)(6) 2008. Diagnosis or reason for use: administration of intraperitoneal chemotherapy.